Event description:
It was reported that during implant, the physician had difficulty inserting the stylet. During the procedure, bubbling was noted on the insulation at the point where the stylet was encountering resistance. The lead was not used, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.